Manufacturer narrative:
Analysis of the ipg found significant anomalies; the strain relief bore was misaligned. There was difficulty when attempting to insert a known good lead into the connector port. The bore of the strain relief insert appeared angled and did not align with the opening in the #0 connector.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0ug4j, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report.  A follow-up report will be submitted when analysis is complete.

Event description:
The health care professional (hcp) reported via a manufacturer representative (rep) that they could not insert the lead into the implantable pulse generator (ipg) past the set screw header. The hcp tried to insert the lead and set it in the header but it would not go in. The rep asked the hcp to try and back out the set screw a little and try to reinsert the lead. The interventions/actions taken to resolve the issue included backing out the set screw and trying to twist the lead while pushing it into the ipg. There was positioning difficulty with the lead/extension/accessory. The issue was resolved at the time of the report. There was no patient injury. The indication-for-use (IFU) was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.